Event description:
It was reported that this right ventricular (rv) lead recorded high out of range shock impedance measurements. Technical services (ts) reviewed the device data and noted that the shock impedance measurements were at approximately 145 ohms. Ts recommended that if impedance exceeds 150 ohms, lead replacement may be considered. No adverse patient effects were reported. This rv lead remains in service.